Event description:
The health care provider (hcp) reported that the neurosurgeon had difficulty in tightening screw of the extension cable after the lead end was inserted. The lead end won't push all the way since the last screw from port opening of extension cable seemed to be blocking entry and presented to be embedded lower as normal into the lead port. No symptoms were reported. No patient injury reported. The device was replaced.

Manufacturer narrative:
Device analysis for extension nkn106001v revealed the distal end connector twisted in molded rubber. The #3 connector block was twisted in molded rubber and into the extension port not allowing a lead to be fully inserted.